Manufacturer narrative:
Device received a33 alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to a33 alarm. However, device passed rewind test and displacement test. Device had cracked case at reservoir tube window corners, cracked battery tube threads, cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal. Insulin pump was cracked on the back. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.